Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with common failure; this condition had the potential to interrupt delivery. This condition was found in the ER department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with a "common failure" was confirmed during product evaluation. Service identified failure code f-94 to be the reported condition. This condition was caused by the device configuration option settings checksum not being 0, due the main battery having low voltage. The main battery was replaced to correct the reported condition. Additional information: baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(6), 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.